Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis. Upon visual inspection the housing was observed to be damaged by the battery compartment and the screw cover was punctured. The unit was then attempted to be powered on; confirming the complaint of inability to turn on. Based on the evidence, the root cause is unknown. However, it is thought that the battery contributed to the reported fault.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator would not turn on. There were no reported adverse effects.